Event description:
It was reported, the act button on the insulin pump was stuck. Customer was attempting to enter carbohydrates when noticed the button was stuck. Customer's blood glucose was unknown. Customer's mother was not sure what caused the keypad issue and stated customer wore the device on her hip. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with no button response due to due to flattened and creased dome switch on act button. No unexpected numbers ramping or scrolling screens noted. The insulin pump has minor scratched display window, cracked display window, cracked case at display window corner, cracked belt clip slot, scratched reservoir tube window, broken reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.